Manufacturer narrative:
A review of the product history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was allegedly implanted with a stryker accolade hip on (B)(6) 2008. It is further alleged that she has sustained injuries as a result and required revision surgery on (B)(6) 2015. As per medical dictation dated (B)(6) 2016: "on (B)(6) 2015 it was noted, "metal levels elevated ... Indicative of trunnionosis and altr around acetabulum". On (B)(6) 2015 a revision of the right total hip arthroplasty was performed for a post­ operative diagnosis of "wear of prosthetic joint". The operative report describes general anesthesia and a posterolateral approach. The report notes, "abductors nearly avulsed from greater trochanter ... Extensive granulomatous debris... Removed femoral head... Significant black metallosis around the femoral neck ... Trunnion not pitted or corroded and appeared to be intact." The report continues, "femoral component was solidly integrated, acetabular liner ... Not appreciable wear and therefore not removed ... Debridement and lavage ... Changed to a 36/minus-2.5 ceramic head with a universal adapter¿.

Event description:
It was reported by the patient's attorney as a result of a legal claim that the patient was allegedly implanted with a stryker accolade hip on (B)(6) 2008. It is further alleged that she has sustained injuries as a result and required revision surgery on (B)(6) 2015. As per medical dictation dated (B)(6) 2016: "on (B)(6) 2015 it was noted, "metal levels elevated ... Indicative of trunnionosis and altr around acetabulum". On (B)(6) 2015 a revision of the right total hip arthroplasty was performed for a post­ operative diagnosis of "wear of prosthetic joint". The operative report describes general anesthesia and a posterolateral approach. The report notes, "abductors nearly avulsed from greater trochanter ... Extensive granulomatous debris... Removed femoral head... Significant black metallosis around the femoral neck ... Trunnion not pitted or corroded and appeared to be intact." The report continues, "femoral component was solidly integrated, acetabular liner ... Not appreciable wear and therefore not removed ... Debridement and lavage ... Changed to a 36/minus-2.5 ceramic head with a universal adapter¿.

Manufacturer narrative:
An event regarding alleged "altr, corrosion and abnormal ion levels" involving a metal head was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause could be determined based on the review of the primary and revision operative reports, office notes, MRI and pathology reports and x-ray printouts by the consulting clinician indicating "no examination of the explanted femoral head is available and there is no mars MRI or right hip MRI report diagnostic of trunnionosis, altr or pseudotumor. Marked metallic artifact noted on the (B)(6) 2015 MRI report is noted. A non-specific histopathology report is not diagnostic of trunnionosis, altr or pseudotumor. Modestly elevated serum cobalt and chromium in a small patient with multiple longstanding large metallic joint arthroplasties is not unexpected. The description of the retained trunnion as "not pitted or corroded and appeared to be intact" at revision surgery is not consistent with trunnionosis. There is no evidence the clinical problems described in this frail, elderly, osteopenic patient were the result of factors of faulty right total hip arthroplasty components design, manufacturing or materials." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.